Event description:
Additional information reported a power on reset condition (por)- "service code 0x8."

Event description:
It was reported that patient's implantable neurostimulator (ins) stimulator had not worked since (B)(6) 2012. The patient wasn't able to have it looked at. It was stated that she was not able to charge the ins since going through a security gate at that time. The patient programmer would not locate the ins. It was also stated that the patient had lost weight (approximately 40 to 45 pounds) and that her device was moving. Coupling and/or communication issues were reported. An ins overdischarge was suspected. Problems with recharge coupling were primary reason for overdischarge. The last time any stimulation was felt was 6 to 12 months ago. The last successful recharging session was 6 to 12 months ago. Three days later, it was stated that "one 60 minute countdown had been initiated," and the patient was still getting no communication. Antenna locate (al) feature was used with 36 being the highest (out of 100 for optimal positioning). Previous coupling history showed that the patient was getting 5 bars (out of 8) prior to her not charging. Telemetry issues were also reported. It was stated that the ins was secure in the pocket "though it moved a little on the bottom." A big bump where the leads were implanted was noted "but this didn't appear to be related to coupling." Two physician recharge modes (prm) had been performed and then power on reset (por) messages was shown on the recharger (insr). When charging normally, it was stated that it wasn't possible to get any coupling boxes filled. It was indicated that prior to the overdischarge (od), the patient was getting 5 bars for coupling easily. Also 4 ins corners could be easily felt. There was no visible damage to insr. Six days later it was stated that one week ago a trickle charge had been performed twice and the patient did get communication with the ins and a coupling of 5 bars. It was stated that while recharging the ins it overheated one time so the recharger had to be taken off and the recharging had to be started back later. The error code 0800 was also stated. The message appeared following an overdischarge. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 250430002, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).